Event description:
On (B)(4) 2012 the healthcare professional/reporter in (B)(6) contacted lifescan to report the one touch veriopro meter was giving inaccurately low readings. The technical service representative contacted the reporter several times but was unable to reach her by telephone. The sr. Medical surveillance specialist classified the complaint based on the information provided to customer service. On (B)(6) 2012 the reporter, a surgery center nurse, obtained a blood glucose reading on a patient of approximately "1.3 mmol/l" (23 mg/dl) with the reported meter, which she claimed was "very low". At that time the patient was "doing very poorly"; his specific symptoms were not provided. It was reported the patient was suffering from multiple medical issues as well as diabetes. The nursing staff provided no treatment to the patient, and contacted emergency services. When paramedics arrived, the patient's blood glucose level was tested to be "57.0 mmol/l or 59.0 mmol/l" (1026 mg/dl, 1062 mg/dl). The reporter claimed these readings were obtained using a meter, not a laboratory method. Paramedics treated the patient, however no details of this treatment were provided. The nurse reported she performed quality control testing on this meter the day of this event, with passing results. It would have been helpful to determine the patient's symptoms, his blood glucose readings prior to coming to the surgery center, his diabetes medication regimen, to confirm the specific results obtained on the ot verio pro meter and the paramedics' meter, the treatment received, if the patient was transported to the hospital, his blood glucose level as tested in the emergency room, and the meter's serial number and test strip lot number. The patient was already symptomatic when the event occurred. It is not clear if the allegedly inaccurately low reading obtained on the reported meter may have contributed to any patient injury. However, as the patient's blood glucose level was tested by an hcp to be very high and he received emergency medical attention and treatment after the patient obtained a low blood glucose reading on the reported meter, this complaint is being reported.

Event description:
On (B)(6) 2012 the healthcare professional/reporter in the (B)(6) contacted the lifescan (lfs) sales representative to report the one touch verio pro meter was giving inaccurately low readings. During that phone call it was determined that use error may have contributed to the meter issue, and the complaint was not reported to lfs customer service. On (B)(6) 2013 the sales representative reported the complaint to lfs customer service. The technical service representative contacted the healthcare professional reporter several times to obtain and verify information, but was unable to reach her by telephone. The sr. Medical surveillance specialist classified the complaint based on the information provided to customer service. On (B)(6) 2012 the reporter, a nurse, obtained a blood glucose reading for a patient of approximately "1.3 mmol/l" (23 mg/dl) with the reported meter, which she noted was "very low." At that time the patient was "doing very poorly"; however, his specific symptoms were not provided. It was reported the patient was suffering from multiple medical issues as well as diabetes. The nursing staff provided no treatment to the patient and contacted emergency services. When paramedics arrived, the patient's blood glucose level was tested to be "57.0 mmol/l or 59.0 mmol/l" (1026 mg/dl, 1062 mg/dl). The reporter claimed these readings were obtained using a meter, not a laboratory method. Paramedics treated the patient; however, no details of this treatment were provided. The nurse reported she had tested other patients with the subject meter on the day of this incident without any concerns. The meter passed quality control testing after the incident. It would have been helpful to know the patient's symptoms, his blood glucose readings prior to coming to the surgery center, his diabetes medication regimen, to confirm the specific results obtained on the ot verio pro meter and the paramedics' meter, to ascertain if the elevated readings provided were actually obtained via a laboratory method, the treatment received, if the patient was transported to the hospital, and his blood glucose level as tested in the emergency room. The reported meter has not been returned to lfs for evaluation, and the meter's serial number and test strip lot number were not provided. However, the reported issue (obtaining a low blood glucose result on a verio pro meter when the true result was said to have been very high) is consistent with the issue leading to the removal and recall of the one touch verio pro meters. The patient was already symptomatic when the event occurred. It is not clear if the allegedly inaccurately low reading obtained on the reported meter may have contributed to any patient injury. However, because the patient got a low reading on the subject meter while the blood glucose was reportedly much higher and later received treatment from healthcare professionals, this complaint is being reported.

Manufacturer narrative:
Supplemental information #1 (B)(4) 2013.